Event description:
A malfunction was reported with a code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted with the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reoccurs.